Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate by the affiliate that the tlc55 instrument does not fire. Another instrument was used to complete the case. There was no consequence to the pt.